Event description:
Procedure type: liver resection. According to the reporter: there was a piece broken off of the cannula. The piece of the trocar wasn't retrieved from the pt. (B)(6) is considering sending the stapler and trocar to a 3rd party for investigation.

Manufacturer narrative:
(B)(4)